Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and post procedure the bwi product analysis lab identified that the shaft was inspected from the inside and the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath was found partially torn off the inner walls. During the procedure, the medical team found it difficult to insert the dilator into the sheath. The resistance was against other devices and not against the vasculature. No visible damage to the sheath was identified. No further details were provided regarding troubleshooting of the device or replacement devices. However, the procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and borescope examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. Afterward, the dilator was introduced and unusual resistance was felt in several sections of the sheath. The shaft was inspected from the inside and the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath was found partially torn off the inner walls. A device history record evaluation was performed for the finished device number 00002809 and no internal action was found during the review. The scratch marks could be related to the resistance with sheath issue reported by the customer; therefore, the complaint was confirmed. The ptfe partial detachment could be related to the procedure while the catheter or needle was introduced and/or removed from the sheath using excessive force to advance, however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).